Event description:
A malfunction alarm labeled as malfunction 9 occurred, which the customer could not reset at the time on their tandem mobi pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support planned to provide complete reset instructions, and the customer will follow up once they can reset the pump. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.